Event description:
Rayner intraocular lenses limited received notification of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided states "during injection the doctor experienced difficulties with the plunger. The doctor observed the iol "inside injector plunger" and identified that it was "fragmented and separated in fragments". For current info please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00069.